Event description:
The customer reported a clenz leak of unknown volume from the wbc (white blood cell) bath involving the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument and that high vacuum was out of range at the time of the event. The customer was wearing a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were associated with the event and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched but could not locate an active leak; however, the fse replaced multiple pilot actuators in the wbc (white blood cell) bath assembly which could have led to the reported leak. The fse reported that the actuator and the lower pump module were stuck in open position causing excessive vacuum pressure and leaving the analyzer locked in diluter mode. The fse performed a system test which revealed that the 60 psi vacuum pressure was in marginal range and the shock mounts on the compressor were worn out. The fse adjusted the 60 psi vacuum pressure and replaced the shock mounts and diaphragm in the 60 psi regulator. All vcs (volume conductivity scatter) parameters were adjusted and repairs were verified per established procedures. Failure mode is attributed to the actuators on the wbc bath which were locked in the open position causing the instrument to be stuck in diluter mode and impact the 60 psi vacuum pressure regulator and compressor. (B)(4).